Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4). This report is based on allegations set forth in patient's notice and the allegations therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement in (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6), 2012 due to an unknown reason. This report is based on allegations set forth in patient's notice and the allegations there in are unverified.

Manufacturer narrative:
Additional information was received including the reason for revision.

Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement in (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012 due to an unknown reason. Additional information received: revision procedure was performed on (B)(6) 2012 due to hip replacement ¿jams¿, osteolysis and some proximal migration of cup on x-rays.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under a us MFR number. (Reference 1825034-2016-02279 / 02280).